Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment. Analysis of treatment data recorded by the system indicated nothing suggesting any condition which would lead to an injury.

Event description:
Miradry treatment performed (B)(6) 2015 with nothing unusual noted during or immediately post procedure. Three months after treatment, clinic noted 1 cm x 3 cm scar in left armpit. On (B)(6) 2016 clinic reported as a very mild burn with keloid smaller than 1 cm. Since there were no signs of injury during or immediately following treatment, it is believed the injury was actually due to an ulcer rather than a surface burn.